Manufacturer narrative:
No product is being returned for eval. Device is 10 years old, and there is no record of this device being sent for repair in the past.

Event description:
Piece not removed. X-ray used to locate tip of scissor. Tip located, but could not remove. Surgeon decided to leave insitu to reduce further injury to pt. Malfunction report form states a 90 minute delay was experienced while trying to locate the broken piece. A back-up device was available. Further e-mail confirmed it was the lower jaw that broke off.